Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements. Technical services (ts) reviewed the device data and discussed there is a gradual increase in shock impedance since implant, with a first shock impedance out of range alert in 2022. There are also some episodes with noise oversensing on the rv. Troubleshooting recommendations were provided. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements. Technical services (ts) reviewed the device data and discussed there is a gradual increase in shock impedance since implant, with a first shock impedance out of range alert in 2022. There are also some episodes with noise oversensing on the rv. Troubleshooting recommendations were provided. Additional information was provided. This lead exhibited noise during muscle manipulation, high shock impedance greater than 150 ohms, high capture threshold, oversensing and a lead fracture was confirmed. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.